Event description:
It was reported that pump requested a minimum of 50 units to resume delivery during the load process. In addition, customer received an inaccurate fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.